Event description:
Customer reported that pt experienced superficial redness and drainage around the suture line 21 days post op. Sutures were removed and the pts' condition improved. After 15 days, the pt required an incision and drainage of an abscess on the super pubic incision. Antibiotics were administered to the pt, augmentin by mouth. There are no further reports of adverse events relating to this pt.